Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer rail was broken and not able to close. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer not closed and jammed in the open position with approximately one and a half pockets exposed. The drawer was failed and inoperable due to the ball bearing cage not resetting, becoming dislodged, and jamming the drawer slide, which did not allow the drawer to close fully. A field service engineer replaced the rails on the drawer after removal, had staff log in and recover, and inventoried an item in the last row without issue. The system functioned as intended after the field service engineer repaired the device.